Event description:
Repair center alleged that the unit is alarming/red light and key is the valve is not shifting. Per independent repair statement the unit was alarming or red light. Key failure was the pilot valve was not shifting.